Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, the reported event was confirmed. The fse replaced the axes controller platform (acp) to resolve the issue. The acp board has been received; however, failure analysis has not yet begun.

Event description:
It was reported that prior to starting a da vinci-assisted colorectal surgical procedure, the system triggered error 32101 pointing to a faulty positioning laser. Prior to calling the technical support engineer (tse), the customer restarted the system without success. The tse had the customer position the patient side cart (psc) by hand and position the arms; however, the error persisted. The procedure was converted to a laparoscopic surgery.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The axes controller platform (acp) was analyzed. The reported failure could not reproduced. However, the error/fault was confirmed via error logs/system logs. The acp was installed and tested in house test system. The system started up without error. Failure analysis (fa) verified all axes with no errors and failure. Fa run 10 power cycles with this board and all passed. The board remained in the test system overnight, and it performed with no anomalies.